Event description:
The customer reported being hospitalized for low blood glucose. The customer stated that the blood glucose reading was 29mg/dl when the paramedics took her to the hosp. The customer stated that she does not know why her glucose went low, but the emergency team feels the insulin pump was not functioning properly. Troubleshooting was performed. The customer was unable to confirm the settings on the insulin pump. The customer stated that it seems to be more insulin in the status screen than what is actually in the reservoir. Advised the customer to continue back up plan until speaking with her doctor. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.